Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 7 years 5 months after insertion of essure. The patient was treated with surgery (essure removed on (B)(6) 2020). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 7 years 5 months after insertion of essure. The patient was treated with surgery (robotic assisted total hysterectomy, bilateral salpingoophorectomy & cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: essure removal details, there was no essure coil or foreign object identified in the pelvis. The essure coils were maintained within the uterus and fallopian tubes. Hemostasis of the ovarian tissue edges was achieved with the ligasure. The cyst was removed through the vagina. The bilateral ovaries were hemostatic. Patient tolerated the procedure well. No complications were encountered during the procedure. Surgical pathology report: left paratubal cyst, 0.8 cm. Cervix with no significant pathology. Secretory endometrium. One ovary with corpus luteal cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020, quality safety evaluation of ptc. On 29-jun-2020: medical records received: event medical device removal was replaced with event pelvic pain. Reporter causality comment was updated, this case is medically confirmed. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.